Manufacturer narrative:
We received one used unit on 29 november 2007 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.

Event description:
Customer said that the catheter leaked after 13 days insertion and then broke.